Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and the lot number was not provided. A production records review was performed on the product lots that were shipped to the user facility for the three-month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on the ten lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were three lots with multiple approved deviation notices (dns), five lots with a single approved dn, two lots with a non-conformance report (ncr), and one lot with a review event. These events were unrelated to the reported complaint event. There was no indication of product deviations or non-conformance's in rework, labeling, process controls, or any other occurrence in production identified during the manufacturing process which could be associated with the reported event. The lots had passed all release criteria. It was reported by the customer that the leak was caused from a clinic staff member bumping into the connection. There was not allegation that the dialyzer had malfunctioned or was defect. As a sample has not been provided for evaluation, a definitive conclusion regarding the complaint incident cannot be determined. Therefore, the complaint is unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that at least half-way through a patient hemodialysis (hd) treatment with a fresenius 2008k machine, a staff member at the user facility accidently bumped into the crit-line clip device that was attached to the blood chamber, which loosened the blood chamber connection to the dialyzer causing an external blood leak. There was visible blood dripping down the dialyzer. The estimated blood loss was approximately 4 ml and there was no change in the patient status. The staff re-tightened the connection between the blood chamber and dialyzer, and the patient was able to complete treatment without any further issues. There was no patient injury or adverse reaction reported and no medical intervention was required. There was no allegation of a defect or malfunction regarding the blood chamber or dialyzer devices. The nurse reported that the machine may have alarmed, but was unsure. Following the event, the machine was removed from service to be cleaned. The machine has been returned to service without any further issue as reported. The dialyzer was an optiflux f200 or f250, but no further information was able to be provided. No samples are available to be returned to the manufacturer for physical evaluation.